Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a ureteroscopy lithotripsy procedure at xiamen university affiliated first hospital, doctor prepared to perform ureteral pre-dilatation using a u30 balloon (model 998706). While inflating the balloon with a pressure pump, the pump ruptured at 28 atmospheres of pressure, rendering it unusable and interrupting the procedure. The physician subsequently resumed the surgery by replacing the product. The patient was exposed to hazardous substances, blood, or bodily fluids.